Manufacturer narrative:
Controls were run before the event and the results were within the established ranges. The customer ran controls post the event and suppressed qc l-3 results were obtained. The customer recalibrated the instrument and reran controls which were within the established ranges. Service was not requested. Customer technical support (cts) informed the customer that actm cis does not instruct to dilute the sample with suppressed error result, since it is unknown if the sample was actually high or low. Cts advised the customer to replace the reagent, calibrate, rerun patient sample. Operator error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to suppressed acetaminophen (actm) result generated on the unicel dxc 800 pro synchron chemistry analyzer. The customer diluted the sample with saline and retested the sample which yielded a result of 0.2 ug/ml. The customer reported a result of < 10 ug/ml out of the laboratory. A redrawn sample was tested on an alternate unit and a result of 2.5 ug/ml was obtained. Amended report was initiated. Unknown if treatment was withheld or administered.